Manufacturer narrative:
Other, other text: device evaluation: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection and accuracy testing were performed, and testing passed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%." No repair needed. Perform a full standard pm and all functional tests passed.

Event description:
It was reported that a smiths medical pump failed accuracy -10.70%. No patient involvement.